Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported hospitalization appears to be related to circumstances of the procedure. The reported patient effect of dyspnea is listed in the xience alpine everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that two xience alpine stents (2.25x18mm and a 2.75x28mm) were implanted on (B)(6) 2016. On (B)(6) 2016 the patient presented with dyspnea and was re-admitted less than 30 days from the implant date. The site does not have any further information on this incident. No additional information was provided.